Event description:
This is a solicited report by a nurse with supplemental information by a physician from germany of sterile peritonitis and feeling unwell in a patient, coincident with extraneal viaflex (lot number not reported) and nutrineal pd4 unknown bag (lot number 10g12g41) therapies. On an unreported date, the patient began treatment with extraneal viaflex, 2.5l, (frequency and lot number was not reported), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, nutrineal pd4 unknown bag therapy, 2l, lot number 10g12g41 (frequency was not reported) was added. On (B)(6) 2010, the patient was diagnosed with sterile peritonitis, manifested by cloudy dialysate, abdominal pain and feeling unwell; and was hospitalized on (B)(6) 2010. On (B)(6) 2010, remedial therapy began with gentamicin 8mg, ip, four times daily; and cefuroxim 500mg, ip, four times daily. On (B)(6) 2010, mupirocin ointment was added to apply to catheter entry site, once daily; and to apply to nares, twice daily. On (B)(6) 2010, nutrineal pd4 was permanently withdrawn. Extraneal viaflex was ongoing. On (B)(6) 2010, physioneal 40 1.36%, 2.5l, three times daily (lot number was not reported) was added. On (B)(6) 2010, the patient was discharged from the hospital, with symptoms improved. On (B)(6) 2010, the patient was recovering and the gentamicin and cefuroxim were discontinued. The mupirocin ointment was discontinued on (B)(6) 2010. The outcome for the events of sterile peritonitis and feeling unwell was reported as resolving. The physician reported the events of sterile peritonitis and feeling unwell were related to nutrineal pd4 therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.